Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 8.3 mmol/l and 8.3 mmol/l (compact plus) and hi mmol/l (mobile). The result of hi on the system indicates a result in excess of 33.3 mmol/l. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.